Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. (B)(6). No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no lot number and product was not returned.